Event description:
It was reported the patient dropped the pouch containing the pump and now it is alarming "high pressure". Patient denies any tubing kinks or closed clamps. Fingertip pressure to port site does not resolve alarm. Patient then reports seeing a kink in tubing about 12 inches away from pump. After straightening out tubing, alarm persists. Batteries removed and reinserted. Alarm returns. Batteries removed, tubing clamped and cassette removed. Tubing massaged and cassette tapped on hard surface. Cassette reattached, tubing unclamped and batteries reinserted to power pump back on. Pump now alarms "no disposable" pump won't run. Pump turned off, tubing clamped and cassette removed again. Tubing massaged while green tab depressed and cassette tapped on hard surface. Cassette reattached, tubing unclamped and pump turned on no disposable alarm persists. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.